Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was unknown. The customer stated that the sensor needle together with the electrode was bent when she wanted to insert the sensor and the insertion failed. The second insertion failed and the third did not blink when connected to the sensor. The customer performed the watertight tester and it passed without a problem. The customer will be sent replacement sensors.